Event description:
Customer reported that he had issues with his sensors they were giving incorrect readings. Customer stated that when he removed the sensor it was ripping his skin and his site was bleeding. Customer stated that we are risking his health and has written a letter to the FDA. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.